Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Thrombosis is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported adverse event was an anticipated procedural complication. This report is associated with MFR report numbers: 3005168196-2017-02105, 3005168196-2017-02106, 3005168196-2017-02107, 3005168196-2017-02109, 3005168196-2017-02110, 3005168196-2017-02111, 3005168196-2017-02112. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure on (B)(6) 2017 using penumbra smart coils (smart coils). After the smart coils were successfully placed, the hospital staff noticed a small thrombus formed within the p1 segment of the posterior cerebral artery (pca). The thrombus was not flow limiting, and the physician treated it with a half bolus of integrilin, however after 10-15 minutes the thrombus was still present. Another half bolus of integrilin was administered, but was still ineffective at treating the thrombus, and therefore the decision was made to aspirate the thrombus. The physician used a penumbra system 3max reperfusion catheter (3maxc) and a benchmark 6f 071 delivery catheter (benchmark) to attempt to remove the thrombus from the p1 segment, however the physician was unable to remove the thrombus, and the occlusion became worse. There was still good distal flow through posterior communicating artery from the anterior circulation. A small dissection in the mid-basilar artery was then found, which was also not flow limiting, and which was not related to the smart coil system. The patient was therefore treated using an integrilin drip and aspirin without stenting the dissection. The patient recovered from the anesthesia without neurological deficits and a national institutes of health stroke scale (nihss) of 0. The patient was discharged home on (B)(6) 2017. This clot formation was adjudicated to be a serious adverse event with a probable relationship to the smart coil system.